Manufacturer narrative:
Visual examination of returned product performed on (B)(6) 2017 confirmed root cause of this issue, determined to user error (failure to follow surgical technique instructions). There is no evidence to indicate a device issue.

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Regarding data investigation and provided information, during complaint meeting on (B)(6) 2017,the root cause of this issue is determined to be due to user error. There is no evidence to indicate a device issue. Not returned to manufacturer.

Event description:
Mobi-c p&f us : implant appeared rotated during insertion, then disassembled when the surgeon removed the implant. Surgery completed with another implant from same size without any issue. No impact on patient regarding pain nor health of patient. No delay in surgery